Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that "I had two off label surgeries with infuse, which resulted in heterotopic bone growth at l4, l5, and l5, s1. Causing on going back pain and leg pain with numbness and burning constantly. Osteolysis at l5."